Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery of this device appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and it was confirmed the allegations and recommendations were provided. At this time, the device remains in service. No adverse patient effects were reported.